Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1127 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1127 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. C06517) for female sterilisation. The patient had a medical history of uterine enlargement, menorrhagia, pregnancy, dysplasia, menstrual cramps, pelvic pain, ovarian cyst and obesity. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. 4 coils seen on the right; 1 coils seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 47.7 kg/sqm. [Gynaecological examination] on (B)(6) 2016: indication: essure coils. Comments: the uterus is normal in size. The endometrium appears normal. A hyperechoic area is seen in each cornual region of the uterus that appears consistent with previous essure placement. Both ovaries appear normal. There is no fluid in the cul de sac. Rescan as you feel clinically indicated. [Pathology test] on (B)(6) 2016: final diagnosis: surgical pathology report. Uterus, cervix, hysterectomy: chronic inflammation, mild; squamous metaplasia. Uterus, endometrium, hysterectomy: disordered proliferative phase pattern. Uterus, myometrium, hysterectomy: adenomyosis, superficial. Uterus, serosa, hysterectomy: allergic diagnosis. Fallopian tube, left and right, excision: no pathologic diagnosis. Clinical information: excessive menstruation, pelvic/perineal pain, hypertrophy of uterus specimen. Uterus, w/wo tubes and ovaries, other than. Gross description: both fallopian tubes are grossly intact, with thin silver coiled wires threaded into the proximal lumen of both tubes. The right tube measures 8.8 cm in length and the left tube measures 8 cm in length, both 0.5 cm in diameter. Lot number: c06517. Manufacture date: 2013-12. Expiration date: 2016-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. C06517) for female sterilisation. The patient had a medical history of uterine enlargement, menorrhagia, pregnancy, dysplasia, menstrual cramps, pelvic pain, ovarian cyst and obesity. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 714 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. 4 coils seen on the right; 1 coils seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 47.7 kg/sqm. [Gynaecological examination] on (B)(6) 2016: indication: essure coils. Comments: the uterus is normal in size. The endometrium appears normal. A hyperechoic area is seen in each cornual region of the uterus that appears consistent with previous essure placement. Both ovaries appear normal. There is no fluid in the cul de sac. Rescan as you feel clinically indicated. [Pathology test] on (B)(6) 2016: final diagnosis: surgical pathology report: uterus, cervix, hysterectomy:: chronic inflammation, mild; squamous metaplasia. Uterus, endometrium, hysterectomy: disordered proliferative phase pattern. Uterus, myometrium, hysterectomy: adenomyosis, superficial. Uterus, serosa, hysterectomy: allergic diagnosis: fallopian tube, left and right, excision. No pathologic diagnosis. Clinical information: excessive menstruation, pelvic/perineal pain, hypertrophy of uterus. Specimen: uterus, w/wo tubes and ovaries. Gross description: both fallopian tubes are grossly intact, with thin silver coiled wires threaded into the proximal lumen of both tubes. The right tube measures 8.8 cm in length and the left tube measures 8 cm in length, both 0.5 cm in diameter. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical history, lab data, lot no., and expiry date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.